Event description:
It was reported that three days post implant the sensing decreased from 12mv to 2.7mv. The cardiologist tried to reposition the lead on (B)(6) 2012 but did not find a position with good measurements. The helix was the problem. This lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the lead exhibited normal electrical characteristics. Dried body fluid inside the inner insulation prevented pacing coil rotation and helix actuation. The helix could be fully extended and retracted on a short length of lead.